Event description:
Reporter alleged obtaining discrepant blood glucose results of 300 mg/dl back to back with a result of 83 mg/dl when testing was performed three minutes apart on the aviva system. Reporter stated self treating with glucose tablets as a result however, no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.